Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest bg of 260 mg/dl after experiencing difficulty seeing readings from their dexcom g7 sensor. During the call, sensor values reappeared, and the ilet resumed delivering corrections. No medical intervention was required.